Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer's blood glucose value was 488 mg/dl at the time of incident and treated with insulin pump. Customer reported that the high blood glucose levels began 2 to 3 days prior to call. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer reported that the insulin pump had a no delivery and motor error during bolus delivery and his blood glucose was running high and reading over 600 mg/dl. Customer stated that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump had a no delivery alarm and had a low blood glucose of 41 mg/dl. Customer treated with food and stated that he over treated with insulin and the blood glucose reading went low. Customer had possible infusion set leaks at the quick release in the past. The customer was advised to discontinue use of pump and revert to back-up plan. The products were being replaced and expected to return for analysis.